Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.